Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the maximum stock was refilled. Other reports that were automatically printed to pharmacy, but the issue still persists. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.